Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) has a defective pump lid and was not functional was confirmed during the visual inspection and functional testing. The root cause of the reported complaint was a broken pump lid on one side of the hinge, likely attributed to wear and tear or user mishandling. The thermogard system was manufactured in 2016 and is over seven years old. Upon visual inspection, unrelated to the reported complaint, porous tread was noted on the four casters, likely attributed to wear and tear. The thermogard system failed functional testing due to a broken pump lid. The raceway lid assembly with magnets was replaced to address the reported complaint. Following the part replacement, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer noted a defective pump lid during the routine device check, and the thermogard xp ivtm system (sn (B)(6)) was not functional. No patient involvement.